Event description:
During preparation for cardiopulmonary bypass, the temperature control module would not operate in the cardioplegia mode. There were no adverse consequences to the patient as a result of this event.